Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk, this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.00 diopter, in the patients right eye (od), on (B)(6)-2021. The lens was explanted on (B)(6)-2021 due to excessive vaulting. The surgeon did not implant another icl lens. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3: device evaluation - lens was returned in a microcentrifuge vial with moisture. Visible inspection found no visible damage to lens. Dimensional inspection found lens to be in specification. Claim#: (B)(4).